Event description:
Physio-control engineering is investigating a reported event where the supplier of the biphasic cedar pcb assembly discovered a soldering defect in a diode, designator cr7, which may cause shorting, failure of the diode may result in wrong therapy being delivered. There have been no confirmed failures of distributed devices related to this issue.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.